Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, this patient experienced decreased hearing since last summer. A cholesteotoma formation was discovered around november 2006. The surgeon explanted the device in 2007 and reimplanted the patient on the ipsilateral side during the same surgery.